Event description:
The account reported the nurse call function switch is not illuminated. The bed was located in the ccu at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support stated that typically when the nurse call function switch is not illuminated the bed will not send a nurse call. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.